Manufacturer narrative:
The reported field event of backup vvi was confirmed in the laboratory via review of programmer printouts. Upon receipt, no communication could be established between the device and programmer. It is believed the bvvi operation and no communication were caused by battery depletion. Device level testing with an external power supply indicated normal electrical performance. The original battery was returned to the vendor for further evaluation and no anomalies were found. The cause of the battery depletion was not determined.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the patient presented for a routine follow up. Upon interrogation, the device was found to be in back up vvi mode with high voltage therapy disabled. The device was unable to communicate with the programmer. The device was explanted. Patient condition was fine following the event.